Event description:
It was reported that during a sleeve procedure, on the first firing the device would not fire. Another reload was placed in the device and fired fine. On the third firing the staples only came out on one side. Another reload was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. On what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Na. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st and 3rd firings. What color cartridge was being used? Black and green. What other color cartridges were used before and after this event? Black and green. Was buttressing material utilized? Seam guard. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with seven reloads present. Reloads b, d, e, f, and g were received fully fired and in good condition; reload c was fully fired, with one staple present in one of the pockets, with the driver stuck inside the pocket. Reload h was partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.